Event description:
The customer reported being in the emergency room due to unexplained high blood glucose and diabetes ketoacidosis. The blood glucose reading at time of call was 500mg/dl. The customer mentioned having low and high glucose the day before the event. Next day, the customer called back to troubleshoot the device. The time, date, and settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. Instructed the customer to remove the cannula, and it was not bent or occluded. Advised the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.